Event description:
On 05-mar-2025, a spontaneous report from a consumer was received regarding 46-year-old female consumer who used cotton cover regular pads - herbal infused menstrual pads. (The number of menstrual pads the consumer used was unknown, subsequently the consumer's cumulative experience with the menstrual pads was captured in this report). On 17-mar-2025, additional information was received from the consumer. On an unspecified date on (B)(6) 2024, two days after first wearing the pads she started experiencing urinary tract infection (uti) symptoms clarified as urinary frequency, urgency, burning, and difficulty with urination. For treatment she took azo with cranberry and her symptoms resolved. On an unspecified date on (B)(6) 2025, she used the pads again starting on the first day of her period. She experienced a return of her uti symptoms. Subsequently she discontinued the product on (B)(6) 2025. On (B)(6) 2025, she went to see her doctor and had a urine culture which showed a uti. She was treated with macrobid (nitrofurantoin). Her infection did not resolve, and she was referred to a urologist. On (B)(6) 2025, at her urologist appointment she was given an overactive bladder medication, a follow-up urine culture that showed she still had a uti, and she was prescribed ciprofloxacin. On an unspecified date on (B)(6) 2025, she had a follow up appointment with an ultrasound with normal results. Her uti had resolved but her symptoms were still ongoing. The provider was not sure what was causing her symptoms. She was treated with oxybutynin for an overactive bladder. As of on (B)(6) 2025, her symptoms were ongoing, and she did not have any follow up care scheduled.

Manufacturer narrative:
Investigation conducted by contract manufacturer as lot code was provided by the customer. Contract manufacturer reviewed batch record and testing information and did not find any gmp issues which could have contributed to this consumer complaint.